Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had highs and lows and was not sure why. Customer stated that she does not think it is the pump but rather the food she is eating and her other medications. Customer received a no delivery alarm but does not want to speak with the helpline yet. Customer redid her bolus and saw it in the history. Customer will check her blood glucose level in 15 minutes and call back if it is high. No further assistance needed.